Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. Physical evaluation of the complaint device reveals: the customer returned one used maj-2315 single use distal cover (lot confirmed) to olympus for evaluation due to the reported event: the maj-2315 distal cover came off of the tjf-q190v scope. Olympus performed a visual inspection on the received condition and noted that the single use distal cover had already been used. Olympus determined that the device was likely used since there was signs of reddish foreign material located throughout-prior to the decontamination process. The top and bottom portions of the single use distal cover are split, which is normally seen after removing from the distal end of the video scope. Due to the condition of the distal cover, olympus was unable to test with a tjf-q190v video scope. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 - 2021 - 00346

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using a single use distal cover, the distal cover came off the scope and was retained inside the patient. The physician was initially unaware that the cap was still inside the patient. The patient's oxygen saturation began to deteriorate (drop). The anesthesiologist suctioned the patient's esophagus to remove the distal cap. This resolved the issue and recovered the oxygen saturation. No additional intervention was required. The patient's current condition is reported as still hospitalized, but due to a surgical procedure to treat necrosis of the pancreas, and not the reported event. The scope/cap were assessed before and after the procedure and no abnormalities were noted.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections d8, g3, g6, h2, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. According to user facility, there were no abnormalities in the appearance of the scope and distal cover before and after the procedure. The distal cover is designed so that it will not come off unless it is damaged when it is removed from the scope, but since there was no abnormality in the distal cover that fell off, it is probable that it was not properly attached to the scope; therefore, the distal cover gradually came off the scope due to friction with the inside of the body cavity and fell off. As stated in the evaluation results, the returned distal cover seems to have been worn or damaged, but it is probable that it was damaged due to some load applied after use in the procedure. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides the following "7.3 attaching the distal cover", please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h4 and h6. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Additional information provided: user comments indicated that the scope and tip cover did not look abnormal before and after the procedure. Also, as described in the evaluation results, the returned tip cover seemed to be damaged, but it seems that the cover was damaged by some kind of load applied after use in the procedure. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: when removing the tip cover from the scope, it is designed so that it will not come off unless it is damaged. Therefore, it was probable that the tip cover gradually detached from the scope due to friction with the body cavity, leading to falling off. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier c21188765. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).